Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after priming, the electrode temperature was displayed as "-5°c to 100°c". The temperature displayed after the start of activation and was stable. Ablation was performed without problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.